Manufacturer narrative:
The patient's weight is (B)(6) kg. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure performed in the ureter on (B)(6) 2018. According to the complainant, during procedure, a cystoscope was introduced into the bladder and a guidewire was passed up the ureter. Rigid ureteroscopy was performed and the stone captured and broken up with laser. Fragments passed. During procedure flexible ureteroscope advanced and multiple fragments removed. During one passing in final stages the basket wire broke leaving fragments of basket in upper ureter. No stones remaining and worked to remove wire from basket unsuccessful. Wire left in place, plan surgery to remove. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure performed in the ureter on (B)(6) 2018. According to the complainant, during procedure, a cystoscope was introduced into the bladder and a guidewire was passed up the ureter. Rigid ureteroscopy was performed and the stone captured and broken up with laser. Fragments passed. During procedure flexible ureteroscope advanced and multiple fragments removed. During one passing in final stages the basket wire broke leaving fragments of basket in upper ureter. No stones remaining and worked to remove wire from basket unsuccessful. Wire left in place, plan surgery to remove. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received as of december 28, 2018. According to the complainant, during procedure, a cystoscope was introduced into bladder and a guidewire was passed up the left ureter. Rigid ureteroscopy advanced. Stone found and broken up with laser. Fragments passed. During procedure flexible ureteroscope advanced and multiple fragments removed. During one passing in final stages the basket wires broke leaving fragments of basket in upper ureter. No stones remaining and dr. Worked to remove wires from basket unsuccessful. Guide wire left in place. Plan surgery to remove. The patient returned on (B)(6) 2018 for the removal of the fragment of basket.

Manufacturer narrative:
Block a4: the patient's weight is 85.4 kg block e4: user facility number (B)(4). Block f10: device problem code 1069 captures the reportable event of basket wire broke. Block h2: b5 (additional information), e4 (user facility) . Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.